Event description:
The facility's biomed reported an infusion pump with a failure code 812:02. This report was noted during biomed testing. The biomed stated that they have no record of any pt incident involving the pump since the last baxter service event.